Event description:
It was reported that the customer had high blood glucose levels of 350 mg/dl. The customer treated with a manual insulin injection. The customer reported that the insulin pump alarmed no delivery multiple times. The customer reported changing the infusion set and reservoir of the insulin pump to no avail. Troubleshooting was not done. The customer was advised to change the infusion set and reservoir on the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).